Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that a pt came in with pain. X-ray showed that the hip stem is broken distal. Further surgeon mentioned that this happened 2 years after implantation. A revision surgery has been performed.